Event description:
The reporter stated the surgeon inserted a micl 12.6 mm implantable collamer lens in the pt's left eye. The lens was removed due to lens tear (back feet torn). There was no pt injury. Another lens, same model and size was implanted. Reporter stated this event was due to loading error.

Manufacturer narrative:
(B)(4): product pertaining to this complaint was returned stuck to a piece of foam and dried. Unable to evaluate. Conclusions: (user error caused event). The product pertaining to this claim was returned but was not evaluated due to the condition it was received. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).